Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During evaluation, a leak through a hole in the cassette sheeting was identified. The sample did not meet specification. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a baxter technician determined that the device had a leak through a hole in the cassette sheeting. There was no patient involvement. No additional information is available.